Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two episodes of signal artifact monitoring (sam) had been triggered for this system. A review of the episode details identified pacing impedance measurements less than 200 ohms and/or noise was the cause. All lead measurements in the daily measurements were within normal limits. A boston scientific technical services consultant instructed the caller to program rate response (rr) off as he does not require it and had been asymptomatic. No adverse patient effects were reported.